Event description:
Event description cpi received information that, during routine follow-up, interrogation of this implantable cardioverter defibrillator (ICD) revealed that it had been disabled by a magnet several days prior to the visit. The patient did not recall being around any magnetic sources.